Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: myocardial infarction causing permanent damage. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was performed in 2008. Predilatation was performed prior to stenting with one xience v stent in the cx. No prodecural complications were reported. The following day, the patient experienced a myocardial infarction, chest pain associated with ECG ischemia and subsequently rise of cardiac markers which was treated with medications. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summations- product performance engineering reviewed the incident. Myocardial infraction, angina, and ischemia, as listed in the xience v IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality issue. There was no report of any device malfunction. It is possible that the elevated enzymes, ECG changes, angina and myocardial infarction are secondary effects of the ischemia that was treated with medication. However, a conclusive root cause for the reported patient effects, and the relationship to the device, if any, cannot be determined.